Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis (dka). The customer was treated with an intravenous insulin drip and insulin injections. The contact reported that the dka was due to the customer's insulin needs were changing and the basal rate needed further adjustment. There was no device issue with the pump or supplies. The customer was to be discharged on (B)(6) 2017 and was currently using the pump for insulin therapy. The contact stated that no further follow-up from tandem technical support was required.